Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mtiraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw was first implanted successfully in a central position. During deployment after release, the clip opened to 10 degrees (clip opened while locked (cowl)) and the mr reduction was not significant. A second xt clip was then chosen for implant to stabilize the cowl clip and reduce mr. While the xt was in the left ventricle, the patient experienced a sudden drop in blood pressure. This was determined to be from air entry into patient through the steerable guide catheter. An attempt was made to the lower the system to allow blood return but was unsuccessful. Anesthesiology increased the blood pressure and heart rate with epinephrine which resolved the air embolus. It was decided to deploy the clip at a medial position which was performed successfully. The device were removed and the procedure ended with mr reduced to grade 1-2. The patient was reported to be stable.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed. Additionally, the hemostasis valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak is a cascading event of the torn hemostasis valve. A cause for the torn hemostasis valve could not be conclusively determined. The reported air embolism appears to be due to procedural conditions associated with the leak. A cause for the reported hypotension cannot be determined. Embolism and hypotension are known possible complication associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.